Event description:
During surgery, the clip applier was partially engaging the clips and the clips jammed in the clip applier.======================manufacturer response for endoscopic multiple clip applier (5mm diameter), ethicon (per site reporter).======================the manufacture will send product for analysis and will provide additional teaching to surgeons in the meantime.